Manufacturer narrative:
Eval summary: the hand piece was returned with a loose mount. It was tested on a generator and gave an error code. The hand piece was disassembled, a torn acoustic isolator and evidence of moisture ingress were found in the instrument. A batch record review was performed and no anomalies were found during the mfg process.

Event description:
It was reported that during an unk procedure, the device did not work. Another handpiece was used and it worked fine. There was no pt consequence.